Event description:
Threads stripped. Delays surgery 10 minutes. The doctor is concerned the cup threads may have also stripped and the whole eliminator may migrate. The cup and eliminator remain implanted and he will closely monitor the pt.